Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data regarding the lead was received and analyzed. Analysis of the device memory revealed no right ventricular lead anomalies. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise and high thresholds due to an apparent lead fracture. The lead was capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.